Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, the patient complained of pain immediately after the surgical pocket was closed. An echocardiogram revealed a pericardial effusion. The implanting physician suspected this right ventricular (rv) lead had micro-perforated the ventricle. As result, the surgical wound was reopened and the lead was extracted. A new rv lead was implanted without issue and a second echocardiogram showed the effusion stabilized and improved.